Event description:
Same case as MFR report #: 2134265-2008-04900, -04901. It was reported that 231 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure identified and treated lesions in the mid lad (left anterior descending), proximal lcx (left circumflex), and distal lcx. Treatment of the 99% stenosed, 1.94x27.3mm mid lad consisted of a 2.75x16mm taxus express2 drug eluting stent deployed at 10atm. Treatment of the 90% stenosed, 2.75x15.0mm proximal lcx consisted of a 2.75x24mm taxus express2 stent deployed at 10atm. Treatment of the 100% stenosed, 5.0mm diameter distal lcx consisted of a 2.5x24mm taxus express2 stent deployed at 10atm. One day post procedure, cardiac failure unrelated to the device, procedure, or antiplatelet agents was noted and treated with an antihypertensive, vasodepressor, and heparin. The patient was discharged 32 days post procedure. In 2008, the patient experienced aggravated angina pectoris possibly related to the taxus stents, but did not require treatment. The patient returned 231 days following the index procedure and 90% stenosis was found at the proximal side of the mid lad. It is unknown if the stenosis is related to the taxus stents. On day 232, a reintervention was performed. The 2.61x34.6mm vessel was treated with an unknown size taxus stent. Intravascular ultrasound (ivus) was performed and residual stenosis was 0% with timi flow 3. The patient's condition improved; however, ischemia was found at "apex cordis" in left ventricle during a treadmill test. On day 239, the angina pectoris disappeared and the patient was discharged from hospital on asa and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.